Event description:
Customer claims: during an or procedure, pt artificially ventilated, the clinician observed on the sc9000 pt monitor inconsistent non-invasive blood pressure values (higher) when compared with arterial pressure values. The pts arterial pressure was low with smooth curves. The clinician though the catheter was not in a good place and gave preference to the nibp values. After some time, the clinician estimated that the pts health had deteriorated and began procedure to stabilize the pt. However, despite the efforts of staff, the pt expired on the operating table. In addition to the aforementioned pt parameters, spo2, and ECG values were also being monitored. There was no indication by the customer that these other monitored parameters were in error.